Event description:
It was reported that the patient was presented in clinic with syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead had insulation damage confirmed by visual inspection. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture and insulation damage were not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Final analysis via electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray examination did not find any anomalies with the exception of procedural damage.